Event description:
Surgeon was using a grasper during laparoscopic cholecystectomy when one piece of the grasper broke apart from the instrument and fell into the patient's abdomen. It was retrieved by the surgeon.